Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted (B)(6)2012-; d224trk ICD, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that there was occasional atrial undersensing noted on the stored electrogram. The p-waves had been low on the trends. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.